Event description:
Related manufacturer reference number: 1627487-2022-04087. Related manufacturer reference number: 1627487-2022-04088. Related manufacturer reference number: 1627487-2022-04089. It was reported that the patient experienced ineffective stimulation. As such, the entire system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.